Event description:
It was reported that after inserting an intra-aortic balloon (iab), the customer pressed the start button and the console generated a rapid gas leak alarm. The customer turned the console off and when it was turned on again, it generated a blood detection alarm while it was autofilling. The iab and console were both replaced and therapy was started successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and within the stat-gard sleeve with the one-way valve attached. No blood was observed inside the iab catheter. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve for an extended time period, causing the catheter tubing to lose its round shape. The one-way valve was vacuum test and it held vacuum. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The technician was unable to initiate the iab pump test due to the returned flattened condition of the catheter tubing. The evaluation found a flattened catheter tubing. Although we were unable to duplicate the reported problem, a flattened catheter tubing may have contributed to the reported alarm. Additionally, no leaks were detected during the iab leak test. The evaluation did not confirm the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure modes are addressed in the risk file and are operating within their risk profile. The IFU addresses the reported failures. There were no ncmrs identified which could cause or contribute to the reported failures. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #: (B)(4).

Event description:
It was reported that after inserting an intra-aortic balloon (iab), the customer pressed the start button and the console generated a rapid gas leak alarm. The customer turned the console off and when it was turned on again, it generated a blood detection alarm while it was autofilling. The iab and console were both replaced and therapy was started successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting an intra-aortic balloon (iab), the customer pressed the start button and the console generated a rapid gas leak alarm. The customer turned the console off and when it was turned on again, it generated a blood detection alarm while it was autofilling. The iab and console were both replaced and therapy was started successfully. There was no patient harm or adverse event reported.